Event description:
Event description cpi received information from the patient that while he was having dental surgery he had an episode that required the surgeon to thump on his chest for several seconds. Cpi received additional information that the patient went into asystole and the ICD did not provide any back-up vvi pacing.